Event description:
New information: the manufacturer's representative called in to report there was nothing wrong with the device. The problem was determined to be related to intra-abdominal pressure.